Event description:
"The poor quality of 11 mm trocar. The puncture device got stuck in the sleeve. The blade remained exposed and it was impossible to separate the components. Therefore, it was necessary to replace it for a new one. Raising the cost and increasing the risk for the pt and surgeon."

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.